Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since functional testing revealed that the unit performed as expected. Analysis of the device revealed that the device met specifications as the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The cac adapter was able to provide uninterrupted output power. Based on the results of the testing with no failure detected, no root cause conclusion can be made regarding the event. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the controller ac adapter loses connection. The cac adapter was removed from service with no reported consequence or impact to the patient. No further information has been provided.